Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed. The complaint about the charging issue was not verified. The device was in hibernation mode and charged to 4.06 volts in two cycles, and noted that the patent's stimulation was active. The daily battery depletion rate without any stimulation was within the expected range, 11.71 mv. In low power idle mode without any stimulation, the quiescent current measured within the expected range, 91 ua average. The patient's data revealed that the device had not been optimally charged each time. As device's quiescent current remained within the expected range, and it passed all the required tests, the complaint of the charge issue was not verified.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The patient was doing well.